Event description:
Patient was implanted with a 1-level matrix mis construct at l4-l5 in (B)(6) 2011. Post implant it was noted that the rod had slid out of the most distal screw with the most distal locking cap appearing to be intact on the polyaxial head. The patient was returned to the operating room on (B)(6) 2012 for revision. The surgeon removed all hardware on the left side at l4-l5 and the patient was revised to competitor's hardware. The right side of the construct is intact and still implanted. This report is #5 of 5 for the same event.

Manufacturer narrative:
Investigation is ongoing. Review of manufacturing records has been requested.